Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed power circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that while they were administering treatment to the patient using the arctic sun device. The device showed an alarm with the message 'graphic user interface communications lost with control module monitor processor'. Subsequently, upon turning it off and restarting, the machine displayed another alarm 'system failed to start'. Per follow up information updated from wo on (B)(6) 2024, there was no patient involved.